Event description:
The physician reported during an aneurysm coiling, the microcatheter was moved from the access point to the aneurysm, and the coil was moved forward with the pusher-wire. The physician reported the coil half deployed in the aneurysm with the rest remaining in the microcatheter. The coil detached without the use of the power supply. The coil was retracted into the microcatheter. The physician then reportedly used the coil as a guidewire to re-access the aneurysm. The physician used two additional coils to complete the procedure. There was no allegation of harm.

Manufacturer narrative:
The device in question was returned to boston scientific for further analysis as it was implanted into the patient in 2006. Therefore, boston scientific cannot conclusively determine what caused the user's experience. If any further, significant information becomes available, boston scientific will submit a supplemental report.